Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery in an ophthalmic phacoemulsification handpiece exhibited erratic power during groove formation which resulted in posterior capsular rupture. The details about patient harm was not reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received clarifying that the final outcome was good.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There were no samples returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturers will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).